Event description:
Device has been explanted.

Event description:
Healthcare provider reported "capsular contracture baker grade IV and recurrent seroma," and "sparse simple cysts" for the right side. Device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, recurrent seroma.

Event description:
Healthcare provider reported "capsular contracture baker grade IV and recurrent seroma," and "sparse simple cysts" for the right side. Device remains implanted.